Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, electrocautery was applied close to the device and upon removal from the pocket, it was noted that the device was not pacing. The device was reinterrogated and found to be in backup vvi operation with unipolar pacing. The patient had an underlying heart rate. The device was explanted and replaced. The patient was fine throughout the procedure.